Manufacturer narrative:
(B)(6). Bd received 3 photos from the customer facility for investigation. Based on the evaluation of the photos, bd observed a small white foreign matter on the side of the plunger stopper. The manufacturing records were reviewed for the incident lot and no issues were identified. Conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode with the photographs provided.

Event description:
It was reported that a abg syringe,1 ml luer-lok syringe with needle. Regular plunger stopper &tip cap was found to have white spot like fungus on the plunger. There was no report of serious injury or medical intervention.

Manufacturer narrative:
The initial MDR was submitted with an incorrect 510k number. It is corrected to read k022426.